Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be use issue because hemostasis was achieved by adding new mattress suture. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced oozing from the access site. A mattress suture was placed and the patient was transfused two units of red blood cells to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.